Event description:
The customer reported that their device would not power on when responding to a patient needing to be monitored. There was no report of any adverse effects caused to the patient during this reported event.the customer had mentioned that it took on approximately 15 seconds of light rain prior to this incident as well.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the power and system pcb assemblies and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio-control further evaluated the removed pcb assemblies in the failure analysis center. It was observed that the pcb had water damage on diode cr12 and resistor r365. The water damage caused overcurrent and damaged integrated circuit chips u27 and u28. This damage led to the reported power failure.